Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 3006705815-2020-32904. It was reported that during a procedure, physician sheared a nick in the lead. As a result, one of the lead and anchor was explanted and replaced and surgical intervention resolved the issue. Both of the patient's leads are being reported because it is unknown which lead is liable.